Event description:
It was reported that the 24v failed error appeared. There was no patient involvement. The customer spoke with a remote service engineer (rse). Rse determined the power supply needs to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the power supply was replaced by the customer and the issue was resolved. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.